Manufacturer narrative:
The customer information was not provided. Product information was not provided, so it was impossible to determine the manufacture date.

Event description:
The customer received a blood glucose reading of 139mg/dll on the contour next , retested on a contour and the reading was 20mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The call ended before further information could be obtained. Product was not expected to be returned. Product was not replaced.